Event description:
Aseptic failure, left total hip arthroplasty acetabular component with severe retroacetabular osteolysis, revision of left total hip arthroplasty acetabular component with allograft bone grafting, retroacetabular osteolytic lesions and exchange femoral head component.